Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and it was coughed up by the patient. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.